Event description:
Patient was revised due to loosening of the tibial component and poly wear of the insert.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both part and lot number combinations. Review of the device history records did not reveal any manufaturing deviations or anomalies. The investigation could not verify or identify any product contribution to the report event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.